Event description:
A us distributor reported that an electrode belt cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the rear cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from strain relief, pulling open the rear pulse wire at splice. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt cable.